Event description:
In 2003 the surgeon attempted to implant a hip stem during a hemiarthroplasty. Cement was injected into the canal and stem implant was inserted immediately. At 5 minutes post mixing the stem could not be advanced to its final seating and was completely hardened, with the stem approximately 3 cm proud. Surgeon then removed the stem and hardened cement and implanted another stem.